Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(6), product type programmer, patient; product ID 37754, serial # (B)(6), product type recharger; product ID 3778-60, serial # (B)(6), implanted: (B)(6) 2012, product type lead; product ID 3776-60, serial # (B)(6), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) was ¿out of service¿ and will be replaced in the future with a primary cell battery. It was also reported battery depletion was due to the patient's third overdischarge and the physician recharge mode (prm) did not successfully reset the device. The device location was verified with the antenna locator and a prm was performed, but after 60 minutes the device did not re-activate. A second prm was performed and after 60 minutes the device did not re-activate. It was unknown when the patient¿s last recharge was. The patient¿s status at the time of this report was ¿alive-no injury.¿ patient symptoms were not associated with this event. A follow-up report will be sent if additional information becomes available.